Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a pump with a broken display was confirmed by service. The cause of the reported condition was not determined. The device was returned to the customer with no repairs made. A follow-up report will be filed if any additional details become available.

Event description:
The facility reported a flo-gard infusion pump with a broken display; this condition had the potential to interrupt delivery. The event was reported to have occurred during programming/setup in the seventh floor area. According to the hospital representative, no patient involvement, patient injury or medical intervention has been reported related to the device. No additional information is available.